Event description:
Complainant alleged that the staff was preparing to transport a pt (age and gender unk) for transfer from one hosp dept to another dept, and that upon initial start up of the device the screen went completely blank. The complainant indicated that the staff was immediately able to obtain another device to monitor the pt. There was no adverse effect on the pt as a result of the reported malfunction.